Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had bubbles at the port five with the sodium acetate. The customer performed troubleshooting and swapped out the valve set for a different lot, reset up the tubing set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter e-mail, h4, h6 (update codes), h11. H4: the lot was manufactured june 2-3, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.